Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were to be completed at a future date in clinic. There were no changes or reported patient consequences.